Event description:
It was reported that a large volume intermate broke. The reporter stated that the distal end luer lock broke in the bionecteur (non-baxter product) during infusion. Due to the damage of the device, it was reported there was blood loss associated with the event, however it was noted that the patient did not experience any symptoms associated with this event. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured june 5, 2014 and june 6, 2014. Evaluation summary: the device was received for evaluation with a luer connector (non-baxter product). Visual inspection noted a broken distal luer lock. A piece of the broken distal luer lock was also found stuck inside the luer connector. The reported condition was verified; however the cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.